Event description:
It was reported that there was a bolus that was programmed on its own, but it was not delivered. Troubleshooting was performed, and the insulin pump passed the self test. All programming and alarm histories were normal. Found that the device was in the patient's pocket, and she may have inadvertantly pressed the buttons, causing the bolus to be programmed without actually being delivered. The patient understood. Advised the patient of the lock keypad feature of the device. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.